Event description:
Additional information received indicates one lead was fractured and one lead had high impedances. Surgical intervention took place wherein the leads were explanted and replaced with one lead. Effective stimulation was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06031. It was reported the patient¿s leads have high impedances. Surgical intervention may take place at a later date.